Event description:
It was reported that the device failed preventive maintenance for pressure sensor failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction: e2, e4, g2 additional information: h3, h6, h7, h9, h10 a review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to electrical failure of the assy pressure sensor. A review of the device history record showed the device had a manufacture date of 02dec2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Z-0322-2018,

Event description:
It was reported that the device failed preventive maintenance for pressure sensor failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor assy, front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal, rt iui and linear sensor. Performed calibration. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy pressure sensor bd syr 8100. A review of the device history record showed the device had a manufacture date of 02dec2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance for pressure sensor failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for pressure sensor failure. No additional information was provided. There was no patient involvement.